Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal interrogation of this implantable cardioverter defibrillator (ICD), the device was found a stat pace programmed message on the programmer. It was also noted that radio frequency (rf) was intermittent and wondered if this would have caused the message. It was also noted that the remaining longevity was 9.5 years approximately two months ago, and decreased to 5.5 years. The patient's clinic was attempting a save all to disk, and were having issues. The save to disk was later able to be performed and was returned. Engineering review of the disk analysis noted that there is not a stat pace time stamp in the device memory to confirm when it was programmed on and off. The battery drain data appeared to have a slight increase in early (B)(6) 2010 which may indicate the higher stat pace settings. The clinician noted having possibly pushed the stat pace button on the programmer when setting patient charts on top of the programmer. The device was successfully reprogrammed back to initial parameters. No adverse patient effects were reported.